Event description:
It was reported that stent damage occurred. The 85% stenosed, 28x3.0mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the non-tortuous and non-calcified left circumflex artery. Following pre-dilatation with a maverick balloon catheter, a 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, the stent was not able to cross the lesion and a significant bend was noted on the stent. The procedure was completed with another of the same device. There were no complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 28x3.0mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the non-tortuous and non-calcified left circumflex artery. Following pre-dilatation with a maverick balloon catheter, a 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, the stent was not able to cross the lesion and a significant bend was noted on the stent. The procedure was completed with another of the same device. There were no complications nor injuries reported and the patient status was stable.